Event description:
The pt developed a fluid seroma at the pump pocket site. The aspirated fluid appeared to be csf. The catheter was replaced. It was noted that the catheter had a break, tear or hole in it. There was reported to be no injury. The pt recovered without sequela. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.